Event description:
It was reported that the right atrial lead exhibited a loss of sensing and the left ventricular lead exhibited a capture anomaly. The leads were capped and replaced. No patient symptoms or additional information was reported.